Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: once the IV was inserted successfully it was also leaking blood from the butterfly and unable to be used.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: once the IV was inserted successfully it was also leaking blood from the butterfly and unable to be used.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-aug-2023. H.6. Investigation summary: bd received an unsealed 22 gauge nexiva single port device from lot 3059799 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the device was already retracted and decoupled. It also appeared to have been used with media present. Next, a leak test was performed on the device and leakage was observed coming from the catheter tubing. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Upon further inspection, the engineer observed a small v-shaped cut on the catheter tubing near the area the device leaked. It was determined that this cut was the cause of the observed leakage. However, because the device had already been used and decoupled the engineer could not determine a definitive root cause for the observed damage. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.